Manufacturer narrative:
(B)(4). Additional information: the patient's age has been added. Complaint verification testing could not be performed because no sample was returned for evaluation. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. But a potential cause could not be determined based on the information provided and without a sample. No further action will be taken.

Event description:
It was reported that in the pediatric ICU during cvc insertion, as the guide wire was being removed from the patient's right subclavian, a "fracture" was noticed at the distal end, outside the patient's body. This issue also caused the guide wire to fray. The guide wire was removed in its entirety and without surgical intervention. A new kit was opened and used without issue to successfully complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.